Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the stent was seen to be partially deployed from the distal tip of the introducer sheath. The stent was seen to be deformed. The introducer sheath and stent delivery wire were returned intact. During the functional inspection, the stent delivery wire was advanced to deploy the stent from the sheath without difficulty. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was in good condition during preparation/prior to use on the patient and continuous flush was maintained throughout the clinical procedure. The stent was deformed and was found to be deployed. Based on analysis and the event description the as reported can be confirmed. The as reported as well as the as analysed will be assigned procedural factors as this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The product investigation confirmed that the stent deployed during transfer inside the introducer sheath. It is highly unlikely that the detachment of the stent outside of patient will cause any patient injury; therefore, this record has been deemed non-reportable with an awareness date of 22-nov-2021.

Event description:
It was reported that during the procedure, the stent (subject device) was used to advance inside a microcatheter. However, the operator noticed that the stent could not advance normally. The operator withdrew, visually inspected the stent, and noted that the subject device was partially deployed during use. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. Additional information received on 21-nov-2021 clarified that subject stent deployed outside of the patient. No clinical consequences were reported to the patient due to this event

Event description:
It was reported that during the procedure, the stent (subject device) was used to advance inside a microcatheter. However, the operator noticed that the stent could not advance normally. The operator withdrew, visually inspected the stent, and noted that the subject device was partially deployed during use. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.